Event description:
It was reported that acticon artificial bowel sphincter had fluid loss at the cuff. The cuff was removed and replaced with a new acticon cuff. No pt complications were reported.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.